Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review: post-op x-rays for l4-s1 tlif shows fractured sacral screw after a fall 4.5 years after surgery. There appears to be a paucity of bone in the l5-s1 disc space. Failure of bony fusion would contribute to this. CT of the lumbar spine would be useful to see if bony fusion was complete.

Event description:
Pre-op diagnosis: previous l4-s1 tlif procedure: l4-s1 transforaminal lumbar interbody fusion(tlif) levels involved: l4-s1 it was reported that on an unknown date, post-op, patient reported a fall to the surgeon with pain. X-ray conducted on (B)(6) 2016 showed two broken screws. Hence, screw was explanted in a revision l4-s1 fusion surgery.

Manufacturer narrative:
Product analysis: visual review confirms screw breakage approximately 1 thread down from the base of the bone screw head. Optical and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Microscopic examination of the fracture surface identified a fairly flat fracture surface with multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. Dimensional examination of the major diameter of the bone screw confirms relevant bone screw dimensions are within print specification. The above observations are consistent with cyclic fatigue.